Event description:
Contact reported the driver tip broke off inside screw during a surgical procedure. It was confirmed that the broken tip and screw were removed and was replaced with another polyaxial screw. The spd discarded screw with broken tip. There was no adverse consequence to the patient.

Manufacturer narrative:
Visually examined one (1) xpdm quick-con si poly scwdrvr (2797-12-400). Driver was released to stock in sept of 2009 with no discrepancies. Numerous surface markings along the axial length of the driver suggest that the driver has seen significant usage. Examined the driver tip area under 40x magnification with a celestron digital microscope. The distal tip appears to have sheared in the base region of the drivers flutes. All other features of the driver are functioning as intended. Even though the root cause cannot be positively determined, the observed damage suggests that the tip broke off from a torsional shear stress that was beyond the materials capability. The driver has been in service for 3 years and has seen extensive usage, which would suggest material fatigue. It should be noted that the device has a screw head alignment guide which should be used when inserting and removing pedicle screws. The alignment guide assures proper head and screw shank positioning. The guide also ensures that the driver tip is fully seated within the pedicle screws internal feature and limits the amount of excessive side loading force that could be directed towards the driver tip. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes "(B)(4)";functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. No further action is deemed necessary at this time.